Manufacturer narrative:
Patient and device details unavailable as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery (date not reported). The implanted device remains.